Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2020 the following findings: during investigation, the original complaint was not duplicated during testing. Additionally, the pump cover was removed evidence of internal moisture was located on the printed circuit board components including the keypad flex connector and surrounding components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.